Manufacturer narrative:
Unit p-cap or reservoir locked properly in place. Unit received with missing display window/cover, serial number label missing, cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads. Unit passed displacement test, self test, and active current measurement, however unit failed sleep current measurement and received unexpected battery power loss due to moisture damage at electronic assemblies and corroded battery tube. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump batteries end after 1 to 3 days and the battery cap was ok. Customer stated that insulin pump had no excessive alerts. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.